Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 1.2mg/day) via an implantable infusion pump. Patient history included non-malignant pain. The patient became oversedated on (B)(6) 2015 and was hospitalized until (B)(6) 2015. The patient had been seen for a pump refill on (B)(6) 2015 at which time the drug concentration was changed from 20mg/ml to 10mg/ml and a bridge was programmed to infuse for 20 days. At this time, the actual residual volume (arv) was 23ml while the expected residual volume (erv) was 13.5ml. The patient was back at the clinic on (B)(6) 2015 and wanted her pump turned off. The hcp was provided the pump off password and was to turn the pump off. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.